Manufacturer narrative:
The mlx 300 xenon lightsource w/australian power cord (00mlxau) was received for evaluation. Device history record (DHR) - a review of the DHR was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformity. Failure analysis - this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause - the internal quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue, power supply failure.

Event description:
A facility reported that the mlx 300 xenon lightsource w/australian power cord (00mlxau) has a faulty power supply and when switched on, it blows the fuses right away. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.